Event description:
It was reported to resmed that a patient expired while on an astral device. It was reported the internal battery was fully discharged when the respiratory therapist picked up the device from the patient's home.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed a total power failure event due to internal battery depletion. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to user error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Evaluation pending.

Event description:
It was reported to resmed that a patient expired while on an astral device. It was reported the internal battery was dead when the respiratory therapist picked up the device from the patient's home.